Manufacturer narrative:
On march 22, 2023 the distributor reported the following information: the pump history was reviewed and it was observed that the customer received multiple cartridge alarms. Troubleshooting was performed and the issue could not be duplicated. H6- remove 1384.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 183 mg/dl. No additional patient or event information was available.